Event description:
It was reported that during a follow-up, this right ventricular (rv) lead was exhibiting high out of range shock impedance measurement, measuring greater than 120 ohms. The hospital technician is inquiring if this is a sign of calcification on the coil. Data was provided for review and boston scientific technical services indicated that they do not suspect mineralization/calcification due to the impedance trend values were below variable, ranging from 65-130 ohms. It was known that the lead is over seventeen years old and boston scientific technical services provided troubleshooting options. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.